Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the battery compartment was damaged or corroded. Customer stated that the display did not return after insulin pump restart. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a blank display. The customer also reported that the insulin pump had a crack down to the battery compartment. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a cracked case behind the pump near the battery tube compartment and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. Device powered up properly after battery installation. No blank display noted. Device passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. Device history file/traces download was successful using thus. Power management graph was successfully generated. The loaded voltage and the unloaded voltage display at the power graph management tool shows abnormal behavior. No unexpected power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. However, power error 25 alarm was recorded and found in the formatted history file on: (B)(6) 2021 21:00:00.000 alarm alert notification (B)(6) 2021 21:10:00.000 alarm alert notification device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No loose electronic components noted. However, corrosion was found on the pcb1 & pcb2. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted. The original pcb1 was cleaned and installed in a test pcb2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. Device failed the sleep current measurement. The original pcb2 was installed in a test pcb1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and continued testing. Device failed the sleep current measurement. In conclusion, the insulin pump had a high sleep current measurement due to corrosion on the electronic assembly. Failure analysis summary: the insulin pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The test p-cap/reservoir does lock properly inside the reservoir tube. The insulin pump powered up properly after battery installation. No blank display noted. However, the insulin pump had unexpected battery power loss or replace battery alert/replace battery now alarm and pump error 25 alarm according in the formatted history file due to corrosion on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.